Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodged. The promus element stent slip off from the stent delivery system (sds), while trying to cross a very calcified and narrow lesion. The procedure was completed successfully with another device. No patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon. The stent was returned and a visual and microscopic examination revealed the stent was damaged. One end of the stent was bunched together and the other end was flattened. There were struts raised up along the length of the stent. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at 45mm distal to the strain relief. Several other kinks were noted along the length of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the physician managed to retrieve the dislodged stent with the guidewire.